Event description:
It was reported that the customer went in the water while wearing the insulin pump. The customer stated that moisture under display was noticed and the device also alarmed several times. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.